Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated app version which closed the app. No injury or medical intervention was reported.